Manufacturer narrative:
(B)(4). It was reported that the device would not be returning for analysis; however, the device was returned for evaluation. Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The stent damage and difficult to position were confirmed. The difficult to remove from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. The investigation determined the difficulties to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, lesion in the distal left anterior descending coronary artery. Resistance was felt during advancement of the 2.25x28 mm xience prime stent delivery system (sds), through the guiding catheter. The sds did not exit the guiding catheter. Resistance was felt during removal of the sds from the guide catheter, so the devices were removed together as a single unit. When the sds was removed it was noted that the distal end strut was flared. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.